Event description:
It was reported that noise, poor r-waves, and high capture threshold were observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.